Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01552.

Event description:
It was reported that the surgeon was bearing too hard down on the flexible drill bit shaft at a hard angle without the gold drill guide and broke 2 (two) shafts.no adverse events have been reported as a result of the malfunction.attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event and additional information received, it was determined to be not reportable. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event and additional information received, it was determined to be not reportable. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report was forwarded in error and should be voided.